Manufacturer narrative:
The investigation for the console (aic) power on issues has been completed. Data logs were reviewed which showed that during the boot-up, the log recorded ¿impellalib: found core dump file /userflash/sh.core with size: 573440 and last modified on: (B)(6) 2024. Then, system self check failed per the log ¿post: syscall10 checkfirmware failed¿. Immediately, the console rebooted automatically. Again, during boot-up, the log recorded ¿impellalib: found core dump file /userflash/sh.core with size: 831488 and last modified on: (B)(6) 2024. Most likely, during boot-up, the console might have displayed a black screen, which aligns with the claim that ¿when it does, it has a black screen.¿ after boot-up, though the cassette and pump were connected, the console was manually shutdown and restarted. Then, the pump was used for 1 hour and 17 minutes. Again, the console was manually shut down and restarted. The pump was turned on for 8 seconds, then removed. Unable to confirm the ¿console not stating up¿ claim with log evidence, the system self check failed screen was most likely reported as the console not starting up. The console was returned for evaluation. Upon functional testing, was unable to reproduce the reported failure mode. Upon checking the jama, found a defect (gid-dft-3548323) that addresses an issue similar to the reported failure mode. No hardware issue related to the reported failure mode was found on the console. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). Corrections to the initial MFR report: d2 common device name updated

Event description:
The complainant reported that a console was having trouble powering up and had a black screen. There was no patient harm or involvement at the time of the failure.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.